Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection. It was further reported that the device detected an episode of monitored ventricular tachycardia (vt); however the investigator classified the episode as other supraventricular tachycardia (svt). The device remains in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2010; 4194, implantable pacing lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2010. (B)(4).